Event description:
Pt reported intermittent abdominal pain following therasphere treatment. Pt was briefly admitted for pain for one day in 9/2000. When seen in follow-up (9/00) pt again complained of persistent abdominal pain and pt was instructed to take axid twice daily and morphine every 3-4 hours for several days. On the event date, the pt reported little pain relief on this regimen. Pt underwent endoscopy on event date and was found to have gastric and duodenal ulcers. Axid was discontinued and prevacid was started. At pt's 10/00 follow-up visit, the pt reported improvement in their pain.